Manufacturer narrative:
Batch review performed on 19-dec-2024. (B)(4) items manufactured and released on 15-dec-2023. Expiration date: 2028-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Premilimary investigation performed by r&d department: from the preliminary investigation based on the photos of the explanted device and x-rays, the double mobility liner appear without any visible damage, breakage or other evident signs. From the received information, it seems that the first luxation happened without instra-prosthetic dislocation (separation of the liner from the femoral head); anyway, this first event put in evidence the instability of the patient, as well as potentially weakening the insert, which could have caused the second event (the intra-prosthetic dislocation). Another additional or alternative factor of the event could be an abnormal levering between the stem neck and dm liner, but from the received information it is not possible to determine with certainty the root cause of the event. Other further analysis, like dimensional controls, can be done with the recepeit of the device. Additional implants involved: revised on (B)(6) due to intra-prosthetic dislocation: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 2340535 batch review performed on 19-dec-2024 (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Revised on the (B)(6) due to intra-prosthetic dislocation and infection: cup: versafitcup 01.26.54mb acetabular shell ø 54 (k083116) lot. 2307794 batch review performed on 19-dec-2024 (B)(4) items manufactured and released on 18-oct-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot. 2347510 batch review performed on 19-dec-2024 (B)(4) items manufactured and released on 20-feb-2024. Expiration date: 2029-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: quadra-h 01.12.033 cementless, ha coated lat stem # 3 (k082792) lot. 2301343 batch review performed on 19-dec-2024 (B)(4) items manufactured and released on 01-jun-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established. There is no indication that any potential issue with the device may have caused or contributed to the event, while infection is a known possible complication of any surgery. The device history record review does not indicate any potential manufacturing related issue.

Event description:
On the (B)(6) 2024, the patient underwent a left primary total prosthetic hip replacement (secondary osteoarthritis). Cocr ball head, double mobility liner and cup and quadra h have been implanted successfully. On the (B)(6) 2024, the patient came in reporting joint luxation due to traumatic event. In details, left hip was found with shortening and internal rotation and adduction. Under sedation, a closed reduction maneuver was performed. Eccentric reduction was observed at the end of the reduction. Devices have not been revised. On the (B)(6) 2024, the patient came in reporting joint dissociation. In particular, it was found double mobility core located posteriorly. There were no signs of loosening of the stem or cup, the components were positioned correctly. Abundant serohematic collection and abundant periacetabular fibrous tissue were found. Liner has been revised successfully. Finally, on the (B)(6) 2024, instability and periprosthetic infection were found. Moreover, joint dissociation was detected. All the components have been explanted. 2.0 steinmann has been positioned in femoral canal. Cement with antibiotic has been put in the acetabulum and to cover the implanted device.